Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated circuit boards. System operates as intended.

Event description:
Customer reported, the system is displaying an ma sensor error. No pt injury was reported.